Manufacturer narrative:
(B)(4).

Event description:
The patient underwent an uncomplicated placement of the rns neurostimulator. Note that no rns system leads were implanted during this procedure (leads were placed in the left hemisphere during a prior surgical procedure). A post-operative CT scan demonstrated an epidural hematoma located in the right parietal region, inferior to the neurostimulator placement. The patient was returned to the operating room and the hematoma was surgically evacuated. A new rns neurostimulator was placed.